Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that user account not found in system. The technical support specialist (tss) dialed into the server and verified that the reported user account was not present in both assigned and unassigned user lists, advised the customer to contact local it or pyxis administrator to create or re register the user account on the server, and no further troubleshooting actions were performed due to pending user confirmation. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.